Event description:
A certified clinical hemodialysis technician reported that transducers are not working correctly. They drop the arterial chamber and back fill all the way to the transducer on the machine. The machine clotted during patient treatment. The nurse has put in an adverse event. The staff is changing all transducers back to the old style. Upon follow up, the ccht stated the arterial chamber gets sucked dry causing the back fill on the venous within the first half to three quarters into treatment. The ccht confirmed there were no issues during priming. The 2008t alarmed with venous pressure and arterial pressure alarms. A fresenius dialyzer was also being used at the time. The leak was internal that resulted in clotting. There was no external leaking. The combi set was found to have a small transducer that seemed loose. The patient's total estimated blood loss (ebl) was 300 ml. The blood could not be rinsed back. The ccht confirmed there was no patient injury and no medical intervention was required as a result of the reported event. The patient did not complete treatment but did not experience any symptoms or issues related to not completing treatment. The actual sample was discarded, however a companion sample is available to be returned for physical analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.